Event description:
The reporter stated that the lens was missing a haptic when the technician opened the lens case. No patient contact or injury.

Manufacturer narrative:
Evaluation code: results: 100 (other) - a visual inspection of the returmed product shows one haptic is torn. There is clear surgical residue on the lens. Claim: 408945.